Event description:
This lv lead was implanted on (B)(6) 2015, and remains implanted at this time. A call was placed to technical services on 08/30/2018, stating that last (B)(6), an alert for out or range pacing impedance was noted, on this lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).